Event description:
It was reporter that the device was starting to smoke and visual red sparks at the iui connecting point. Clinician smelled "electrical smoke". No fluids were noted to be dripping onto the device. Clinician unplugged the pump from the wall, removed the medications from the channels and moved pole and pumps outside of patient room. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-30499 is a concomitant. Please refer to manufacturer report number 2016493-2026-30501 and 2016493-2026-30502 which captured the correct suspect device per investigation report.

Event description:
It was reporter that the device was starting to smoke and visual red sparks at the iui connecting point. Clinician smelled "electrical smoke". No fluids were noted to be dripping onto the device. Clinician unplugged the pump from the wall, removed the medications from the channels and moved pole and pumps outside of patient room. There was patient involvement but no harm. Additional information was received following an on site visit by manufacturer representative on 28may2026. It was reported device was in use when smoking was observed. Following seeing smoke from the device the infusion was stopped and replacement devices were set up. Device was visually inspected by customer clinical engineering after receiving from the ICU. It was a visual inspection; no testing was performed other than turning on the pcu, and all devices initialized with channel letters. According to customer biomed the device that was reported to be smoking by the ICU was located on the left site of the pcu. It was the a module and the iui connector with what appeared to be thermal damage was the left side iui connector. Biomed advised that there was visible thermal damage and what appeared to be bleach residue on the frame of the iui connector. The iui connector has a smoke smell to it and the top of the pump module appeared to have some dried blood on the top of the module.